Event description:
This event was a result of the internal complaint investigation for problem report pr# (B)(4). The reactivity assignment in our human oligotyping software (hos) program for a32:04 allele in primer mix pm019e was determined to be incorrect. Unitray a locus ssp with taq kits (catalog #7860110, lot# 022 1256848 1376350, lot #022 1256848 1433358 and lot #022 1256848 1445455) were affected by the incorrect a32:04 allele assignment. The kits will produce an incorrect low resolution typing or mistyping result of a 02, a 03 alleles when testing a sample which has the a 32:04 allele. The user will be unaware of the incorrect type, unless they confirm the sample typing by another method, therefore, this would be considered a mistype. There have been no external complaints regarding unitray a locus ssp with taq kits (catalog #7860110 lot #022 1256848 1376350, lot # 022 1256848 1433358 and lot # 022 1256848 1445455).

Manufacturer narrative:
The internal investigation identified that the reactivity assignment in our human oligotyping software (hos) program for a32:04 allele in primer mix pm019e was determined to be incorrect. Product labeling with primer mix pm019e will be updated to remove specificity for the a 32:04 allele. Additional investigation activities are still ongoing and will be reported in the 30-day report. Affected lots of a locus ssp with taq kits (catalog # 7860110): lot: 022 1256848 1433358, mfg. Date: 07/2013, exp. Date: 07/2014 - MFR 2244574-2013-00355; lot: 022 1256848 1445455, mfg. Date: 08/2013, exp. Date: 07/2014 - MFR 2244574-2013-00356.